Manufacturer narrative:
The used/damaged lightwave ablator 90 degree angle is expected to be returned for evaluation. However, as of this filing the device has not yet been returned from the user facility for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The user facility reported that during use of the lightwave ablator 90 degree angle in a shoulder arthroscopy procedure on (B)(6) 2017, the tip of the lightwave ablator allegedly began to burn when the surgeon used it. As reported, the surgery went on and the same ablator was used until the end of the procedure without any issues noted. There was no patient injury or surgical delay reported and the procedure was completed as planned. This event is being reported as a malfunction with potential for patient injury with recurrence.

Manufacturer narrative:
The used lightwave ablator was returned to conmed for evaluation. Visual examination of the returned device found the insulation (ceramic) of the ablator head was burned and this confirmed the reported incident. The exact cause of this reported "burnt tip" was unable to be determined. However, evaluation of similar complaint by the r and d engineer revealed that high power generator settings and prolonged use may result in damage to the insulation. The coating thickness may have been reduced and compromised causing the rf energy to exceed the dielectric strength of the coating thus causing the damage observed on the insulation. This lot #201608161 was manufactured on 19-aug-2016. Of the lot containing (B)(4) units there have been no other similar complaints received. (B)(4). This failure mode is addressed in risk documentation and the risk analysis shows an acceptable risk level. To date, there have been no serious injuries or death related to the reported issue or the use of this device. This reported problem will continue to be monitored via the complaint system to ensure product safety. All lightwave ablators are intended to be used for ablation, tissue modification and coagulation of soft tissue in shoulder, ankle, wrist, elbow, and knee arthroscopic procedures. To reduce the risk of insulation damage and injury to the patient, the instructions for use (IFU) provides the following precautions and warnings: - use caution when programming the power settings. Use the lowest power setting and the minimum tissue contact-time necessary to achieve the appropriate surgical effect. High power settings, and prolonged use may result in damage to the insulation, melting of the electrode tip, or patient burns. - lightwave ablators must only be used in a conductive fluid medium to avoid insulation damage. - ensure all accessories are properly and securely connected to the generator and function as intended. Improper connection may result in arcing, sparking, or device failure, any of which can result in an unintended surgical effect, injury, or equipment damage. - if any visual defects are noticed in the insulation, or the ceramic/insulation is damaged in any way, stop using the device immediately and replace.